Manufacturer narrative:
B3. Exact event date is not known. See b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial: (B)(6), product type: 0184-catheter, implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving fentanyl and bupivacaine via an implantable pump for spinal pain indications. It was reported that the patient was having issues with the pain pump. The patient stated the issue had been going on for 3 months to a year now. The patient had been in pain and wondered why the pump didn't work. The patient reported they had an MRI (magnetic resonance imaging), x-ray, and dye study done to discover the catheter was clogged. The patient stated that the old medication worked better for the patient than the pain pump. An agent provided a physician listing to the patient.